Event description:
Customer obtained results of 129mg/dl and 319mg/dl within 10 minutes on the compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.